Event description:
Patient reported the infusion device displayed an e7 electronic error. He changed the battery and the infusion device then displayed an e8 power interrupt error. He was unable to clear the error message by pressing the check button. The infusion device was requested for evaluation. No physiological issues were reported, and he did not require treatment to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up and down button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components, liquid entered the pump and damaged the electronics. The resulting short circuit led to the e8 error message(s), and the damage on the up button blocked all other buttons.